Event description:
The customer reported to vyaire medical that the (B)(6) ventilator has motor fault issue. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4) medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit found that the turbine not turning to performed leak test. Unit hours -2,109. The customer ordered turbine along with a base and other pm (preventive maintenance) parts for several units. (B)(4) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit found that the turbine not turning to performed leak test. Unit hours -2,109. The customer ordered turbine along with a base and other pm (preventive maintenance) parts for several units. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault issue. As of this time there is no information about patient involvement associated with this reported event.